Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus') in a 32-year-old female patient who had essure (batch no. 50512837-inv) inserted for female sterilisation. The patient's medical history included vaginal delivery. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criterion medically significant). At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: 1. Both fallopian tube remain patent as described above. 2. Both described micro-inserts are in satisfactory location.; on (B)(6) 2011: bilateral tubal occlusion with appropriate essure implant. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : uterine perforation. Lot # 50512837 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: update of information (batch is not valid). On 14-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus') in a 32-year-old female patient who had essure (batch no. 50512837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("unusual bleeding"). At the time of the report, the uterine perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: 1. Both fallopian tube remain patent as described above. 2. Both described micro-inserts are in satisfactory location.; on (B)(6) 2011: bilateral tubal occlusion with appropriate essure implant. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : uterine perforation. Lot # 50512837 is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: plaintiff fact sheet received. Reporter added. Added event unusual bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus') in a (B)(6) female patient who had essure (batch no. 50512837) inserted for female sterilisation. The patient's medical history included vaginal delivery. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criterion medically significant). At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: both fallopian tube remain patent as described above. Both described micro-inserts are in satisfactory location. On (B)(6) 2011: bilateral tubal occlusion with appropriate essure implant. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.